Event description:
It was reported to philips that the wireless footswitch intermittently lost connection with base station. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is not related to the issue addressed in medical device correction z-0476-2022. The system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was completed by using the wired footswitch. The philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the wireless foot switch and wireless base station. The returned parts have been analyzed. The wireless foot switch showed no malfunctioning; however, 2 anti-slip strips were missing, and the bracket was loose. The wireless base station was not malfunctioning. After the replacement of the wireless foot switch and wireless base station, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.